Event description:
It was reported that the patient presented to the hospital due to pulmonary issues. An incidental finding on x-ray revealed that the left ventricular lead had pulled back from its original location and had dislodged into the coronary sinus. The lead dislodgement resulted in high capture threshold and subsequent loss of capture. X-ray confirmed the lead was dislodged. The lead was explanted and replaced with an active-fixation lead. The patient was in stable condition.